Event description:
It was reported that this right atrial (ra) lead was capped due to unknown reason. A new device was successfully placed and no additional adverse patient effects were reported. This ra lead remains in service.